Event description:
It was reported that occlusion alarms occurred, leading to high blood glucose (bg) levels, displaying as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and there was no need for third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.